Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown extraction instrument-epoca. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown extraction instrument-epoca. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent a shoulder revisions surgery. During the surgery, the epoca head and eccenter were removed successfully with extractor supplied on the removal instrument tray. However, the stem extractor attachment was screwed onto the stem and the slap hammer was attached. When the surgeon made one gentle tap with the slap hammer, the nut attached to the removal instrument sheared off. The head went onto the theatre floor and the threaded part remained in the stem which was still securely set in the humerus. No information available about patient condition and outcome. Concomitant reported parts: unknown slap hammer (part# unknown, lot# unknown, quantity1), unknown epoca head (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown extraction instrument-epoca. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the revision surgery was required because original glenoid implant was loose. The stem was removed successfully. No implications to the patient. Revision surgery due to postoperative loosening of the glenoid implant has been captured under linked complaint (B)(4).

Manufacturer narrative:
This reportability has changed from serious injury and product malfunction to product malfunction only due to the additional information obtained. The stem was removed during the procedure, the broken fragment was not retained in the patient's body. There are no implications to the patient. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the revision procedure as not due to any implant failure. It was noted that there was no delay in the procedure and it was completed successfully.

Manufacturer narrative:
A device history record review was performed: part: 03.401.072, lot: 12-2707, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 15. June 2012. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturing documents were reviewed and no complaint related issues were found. A product development investigation was performed for the subject device: the screw head of the connecting screw is broken off at the crossover from the shaft to the head as complained. The manufacturing documents were reviewed and no complaint related issues were found. The review has shown that with 1.4047 stainless steel the correct material was used and the material certificate did confirm the material conformity. The hardness was between 47.9 and 48.3 hrc, which is within the specification of 44-50 hrc of drawing. The relevant dimensions were checked during the investigation and no deviation from the specification was found. Based on these findings a manufacturing related issue can be excluded. In addition, a product development evaluation of the design was performed. During this evaluation it was found that this event is not adequately addressed in the risk management file of this device. Therefore, an update of this file is needed. In addition, a design optimization was initiated and the tolerances of the screw bore will be adjusted, to reduce the overall occurrence rate. This complaint was escalated to the field action team to define if further actions are necessary. Checked dimensions with caliper 3-01-19789 per drawing: shaft diameter ; specification 4.8mm +/-0.1 / measured: 4.82mm = pass. Depth of the hexagon recess: specification: 3.6mm +0.5/0 / measured: 3.81mm = pass. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.